Event description:
Placed 12/96 for hydration & chemo. Catheter hooked up to pump for 100cc overnight. Pt sent home & experienced shortness of breath. Pt called the oncologist who instructed him to go to the ER. Pt was incubated in ER, 50cc of air withdrawn before blood noted. No injection cap was found on catherter. Tape covered prox end.